Event description:
During a procedure the reamer head became disassociated from the ria assembly when the surgeon tried to remove it from the pt. The reamer head was removed with the ball tip guide wire, wire was replaced in the pt, the nail was placed and locked proximally. When the surgeon locked the distal end of the nail he 'hit something' but was able to lock the nail. Examining the ria shaft after the procedure it was noted that the connector for the reamer head had broken into several pieces. Only one tiny silver was noted as being left in the pt.

Manufacturer narrative:
No eval can be made, no conclusion can be drawn as subject device was discarded by the facility after the procedure.